Event description:
On (B)(6) 2013, the patient was implanted with two gore excluder aortic extender endoprostheses to treat a sacular infrarenal aortic aneurysm. On (B)(6) 2013, follow-up imaging revealed a possible ruptured aneurysm. On (B)(6) 2013, the patient was emergently implanted with two gore excluder aaa endoprostheses to treat the possible aneurysm rupture. The possible rupture was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Conclusions - per the gore excluder aaa endoprosthesis instructions for use (IFU), the aortic extender endoprosthesis components: the aortic extender endoprostheses are intended to be used after deployment of the gore excluder aaa endoprosthesis. These extensions are intended to be used when additional length and/or sealing for aneurysmal exclusion is desired. Furthermore, per the IFU the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms and revision of previously placed stent grafts.